Event description:
Patient in 2004 became incoherent. Emergency medical services were contacted. Patient did not know if ems checked their blood glucose; however, it measured 899 mg/dl at the hospital. Patient was diagnosed with diabetic ketoacidosis and treated with an insulin IV. Additionally, pt was given IV fluids and potassium for dehydration. Patient wa released from the hospital three days later. At the time of the report, they had switched to insulin injections.